Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not load. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning, as the hospital staff could not locate it.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when additional info is obtained. (B) (4)